Event description:
The hcp reported the patient had died in 2003. The patient had been on a ventilator at home and had been "breath holding." There were no other symptoms prior to the patient dying. The hcp does not feel the pump or the drug were related to the patient's death. The pump was explanted and the plan is to return it to the manufacturer for analysis. An autopsy is being done. A follow up report will be sent when additional information is received.